Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device and white foreign materials were returned to olympus medical systems corp. (Omsc) for evaluation. The shape of white foreign materials was similar to the material of the tissue pad of the subject device. The tissue pad was worn and partially missing. The worn shape of the tissue pad coincided with the shape of the probe. When the subject device and sonosurg-t2h-c were combined and sonosurg-t2h-c was loosened from the handle, the position of the worn part of the tissue pad and the probe matched. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. The connection between the handle and the transducer was loosened, and the probe and the tissue pad were misaligned. 2. The subject device was activated. 3. A part of the tissue pad came into contact with the tip of the probe, and the contacted part was worn, and partially fell off. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. The tissue pad of the subject device was burnt and fell inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the missing of the tissue pad.